Manufacturer narrative:
Annex b: b21. Annex c: c21. Annex d: d16. \annex b: b01. Annex c: c0501. Annex d: d09. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: stated issue of serial number mismatched was confirmed. On 17-jan-2025, 8 units, consisting of 1 pcu and 7 lvp¿s, were received unboxed and with paperwork. The stated issue was verified by using asm to record the mismatch sns on each unit. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center get the correct sn data to be flashed into the devices. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had mismatched serial number. There was no patient involvement.

Manufacturer narrative:
Correction: annex c: c0501. Annex d: d09. Additional information: annex c: c16. Annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: stated issue of serial number mismatched was confirmed. On 17-jan-2025, (B)(4) units, consisting of 1 pcu and 7 lvp¿s, were received unboxed and with paperwork. The stated issue was verified by using asm to record the mismatch sns on each unit. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center get the correct sn data to be flashed into the devices. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had mismatched serial number. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had mismatched serial number. There was no patient involvement.